Event description:
Reportedly, the programming head intermittently fails to initialize, resulting in the inability to perform an interrogation with the subject programmer.

Manufacturer narrative:
The programmer was returned for analysis. Preliminary analysis results showed that the reported behavior could have resulted from a hardware issue leading to bad connection with the inductive telemetry head.

Event description:
Reportedly, the programming head intermittently fails to initialize, resulting in the inability to perform an interrogation with the subject programmer.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the programming head intermittently fails to initialize, resulting in the inability to perform an interrogation with the subject programmer.

Event description:
Reportedly, the programming head intermittently fails to initialize, resulting in the inability to perform an interrogation with the subject programmer.